Event description:
As reported by the user facility: reports leaking from the blue port distal to the pt. Have had 3 incidents of this happening. Last incident occurred on (B)(6) 2013. Leaking chemo from a port.

Manufacturer narrative:
(B)(4) ten unused samples in original packaging, indicating the reported lot number 0061311556, were received for evaluation. The samples were subjected to an air pressure (leakage) test with acceptable results. There were no leakages observed from any location on the sets. The samples were then subjected to a second air pressure test, with the additional condition of accessing the safeday injection ports with a syringe. No leakages were observed from any of the returned samples. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. Without the actual used sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. I additional pertinent information becomes available, a follow-up report will be filed.